Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the medication improperly loaded. The field service engineer assisted customer using remote support services. Forcefully released the failed cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system that had a drawer failure, pyxis failed to lock. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.